Event description:
Dealer alleges that the pt received 2nd and 3rd degree burns from a fire. Pt was using a concentrator at time of fire. Pt did smoke. Dealer alleges that fire started outside the unit. Pt expired the day after the event.